Manufacturer narrative:
Additional: it has since been reported that the patient experienced wound breakdown. Re-implantation is scheduled; however, this has not occurred as of the date of this report. This report is submitted on may 9, 2019.

Manufacturer narrative:
This report is submitted on april 15, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced infection at implant site which was treated with topical and oral antibiotics, however the issue could not be resolved. Subsequently the patient underwent skin revision surgery to cauterize the area. The implanted device remains.